Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined the failure to pass the self test was due to a software problem. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.